Event description:
A hydroflex device was implanted, date not provided. One cylinder was removed, date not provided. The remaining cylinder was removed from the pt on 8/5/97 due to a previous perforation. An ipp device was implanted. Unable to obtain add'l info.